Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The complaints for sheath does not expand and liner puncture were confirmed based on evaluation of the returned device and provided imagery. A review of the device history record (DHR), lot history, and manufacturing mitigations revealed no indication of a manufacturing non-conformance contributing to the event. Additionally, no deficiencies were identified in the instructions for use (IFU) or training materials, and no abnormalities were noted during device unpacking or preparation. As reported, 'during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, when going up with the first valve, the esheath+ split where the light blue and dark blue portions meet'. Returned product evaluation confirmed the presence of a liner puncture (defined as a liner tear with crimped thv/ds protruding through inner sheath lumen), which was accompanied by liner stretching within the torn liner region and beyond. This condition may be associated with variability in the lamination process, specifically during the integration of the ptfe liner with the hdpe shaft. If the hdpe layer adheres too strongly to the etched ptfe liner, it may inhibit proper seam opening, resulting in stretching rather than expansion. The liner may also tear in the process, causing the ds/crimped thv to exit through the inner lumen. An investigation detailed in a technical summary identified that elevated vertical lamination temperatures during the shaft reflow process can contribute to liner stretching. The summary also documents the optimization of laminator temperature settings within the validated range to reduce process variability and minimize liner stretching occurrences. Additionally, in this case, it was reported that the patient had presence of 'mild' tortuosity in the access vessel. A tortuous access vessel could impede proper sheath expansion during system advancement, leading to the observed liner stretching. A challenging pathway promoted by tortuosity can lead to high push forces and can lead to the observed liner puncture. Based on the investigation, this failure mode is attributed to manufacturing process variability related to sheath liner expansion. Patient factors (tortuosity) may have also contributed to the experienced liner stretching and liner puncture. Procedural factors (high push forces) may have additionally contributed to the experienced liner puncture. However, a definitive root cause is unable to be determined at this time. Since no product non-conformance was identified and complaint rates for april 2025 remain within control limits, no further escalation is warranted at this time. Edwards will continue to monitor complaint trends monthly. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 valve, when going up with the first valve, the esheath+ split where the light blue and dark blue portions meet. The physician decided to remove all and to replace sheath and go up with another valve. The valve successfully implanted with no patient complications. The patient was stable in the post-anesthesia care unit. Per review of the images received from the field, the delivery system with the crimped valve appeared to be exiting from a tear in the sheath liner, which appeared to be stretched in the torn liner regions. The device was evaluated in pre-decontamination investigation and the engineers found the liner punctured starting at distal strain relief for approx. 4.75" in length.